Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient was having pain with his inflatable penile prosthesis (ipp) device. Patient underwent a surgical procedure where all components were explanted and replaced without any adverse patient effects.